Event description:
Incident as reported by applied medical sales manager through a conversation with surgeon: lap chole - "dr. (B)(6) was performing a lap chole and after exposing the cystic duct and artery, he placed 3-4 clips successfully. Upon placing his next clip, 2-3 add'l clips ejected or "fell out" of the clip applier. He then retrieved the unoccluded clips successfully. When attempting to fire his next clip, he noticed the handle was slightly harder to squeeze and then, as he continued to squeeze, he felt the handle give way. He immediately pulled the clip applier out and noticed one side of the jaw was missing and had broken off. He attempted to retrieve the broken piece from the patient; however, he is unsure if he was successful in doing so. Meaning, he didn't physically pull the broken piece out of the patient himself but feels it could have been removed by suction. Attempts to locate the broken piece in the suction canister were inconclusive. He then used another applied medical clip applier (ca090) to complete the case."

Manufacturer narrative:
Product is currently under evaluation by engineering. Upon completion of investigation, a f/u report will be submitted.